Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The patient effect of occlusion is listed in the proglide instructions for use as potential adverse event associated with use of the vessel closure devices. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to foot detachment include, but not limited to, needle defection during plunger deployment due to interaction with patient anatomy or failure to maintain a stable position of the device with respect to the tissue tract. The reported patient effects and treatment appear to be related to the circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the calcified common femoral artery using a proglide device after a high-risk percutaneous coronary intervention (pci) procedure on (B)(6) 2026. Reportedly, the first proglide that was attempted was unable to be advanced in the artery due to calcification. Another proglide device was used successfully and hemostasis was achieved. Within 24 hours post procedure (post closure with the proglide suture), the patient had increased loss of pulse in the left leg. Scans were performed and it was noted that there was an occlusion of the femoral artery caused by the proglide device. The patient was scheduled for vascular surgery to remove the occlusion. During the surgery to resolve the occlusion it was found that the foot of the proglide device had detached and was in the artery which is what seemed to have caused the occlusion.